Manufacturer narrative:
Analysis found an internal insulation abrasion under the svc shock coil. One of the rv coils was fractured. This damage most likely caused the rv cable and svc shock coil to short circuit which caused the rv cable to be fractured when it was exposed to shock. External insulation abrasion was found at 35.5 to 36.8cm from the connector pin.